Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the suction irrigator involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The gray suction button on the housing was stuck in the "open" position. The button would not actuate back to the off position. The root cause was a component failure. An additional observation not reported by the site was a dislodged snake wrist. No pieces were missing. Root cause was attributed to the mishandling, such as an accidental drop or sudden impact.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintended motion, an investigation is in progress to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The suction irrigator involved in this event has been requested to be returned, but it has not yet been received. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the suction irrigator reportedly performed suction without being commanded by the user. In addition, the procedure delay was greater than 30 minutes. While there was no harm or injury to the patient, recurrence of the reported issue and the related procedure delay could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change

Event description:
It was reported that during a da vinci-assisted liver cystectomy surgical procedure, suction was happening when the physician was not pressing the control of the foot pedal. No one in the field was engaging the suction. The site could watch the suction button being compressed but no one was initiating it. This resulted in loss of insufflation because of the continuous suctioning. The instrument was reseated multiple times on the arm. The procedure was completed with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) contacted the customer and additional information was obtained about the complaint: the button on the suction irrigator was moving on its own without the surgeon or staff pressing anything on the console.